Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.

Event description:
It was reported that the device failed accuracy +8.35 percent during testing. There was no patient injury reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed the device tamper seal was missing and the downstream occlusion sensor seal was bubbled upon receipt. Functional and accuracy testing was performed. Results: the customer reported problem was not duplicated during the investigation. After running three accuracy tests, the pump was found to be within manufacturing specifications with test results of: 1.05 percent, -0.24 percent and -053 percent. Root cause of the reported problem is unknown. What or who caused the reported event cannot be determined. No actions will be taken. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.